Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the implanted neurostimulator was rubbing on the patient rib bone, that the ins battery was too big for them, and that it had been revised/replaced with a newer smaller ins. No patient symptoms, and no additional device complications were reported for this event. On 2018-05-17 additional information from a manufacturer representative was obtained stating that they had not been made aware that the revision/replacement was for anything other than a normal elective replacement.